Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2020-03120. It was reported that the patient presented remotely. Review of transmission revealed that there was loss of capture on the right ventricular lead and a polarity switch had occurred on the lead as well. The lead was capped and replaced on (B)(6) 2020. The device was replaced due to normal battery depletion. The patient was in stable condition.

Event description:
New information received noted that the polarity switch was due to low impedance on the lead and not a diagnostic issue on the device.